Manufacturer narrative:
Examination is not possible, as the device will not be returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the tip of the drill broke off in the patient. The tip was removed from the patient. A backup device was available to complete the procedure following a short delay. No patient impact was reported.